Manufacturer narrative:
(B)(4).

Event description:
It was reported "tvp inserted on unit on may 15th for 3rd degree heart block. Arrow sheath adapter cath gard contamination sheath for use for 4-7 fr catheters, used to cover tvp. Per charting immediately noted blood back in sheath cover. Left insitu at this time due to instability. May 17th during nights, unable to draw back blood and when flushing side arm of the 6 french introducer fluid going up into the sheath cover. When watching fluid noted it passively drained into the introducer into the patient and may or may not have been pulling air into introducer as noted the plastic collapse by bedside nurse. Urgent tvp and rij re wiring and removal completed by fellow overnight. On closer inspection once pacer and introducer removed, noted that the adapter piece for the sheath cover had a loose soft plastic (beige) plug. When flushed manually with the sheath adapter secured fluid backed up into the cover. When sheath adaptor piece not in place fluid flushed normally out of end of introducer." There was no patient harm or injury. No medical I ntervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "tvp inserted on unit on (B)(6) 2025 for 3rd degree heart block. Arrow sheath adapter cath gard contamination sheath for use for 4-7 fr catheters, used to cover tvp. Per charting immediately noted blood back in sheath cover. Left insitu at this time due to instability. (B)(6) 2025 during nights, unable to draw back blood and when flushing side arm of the 6 french introducer fluid going up into the sheath cover. When watching fluid noted it passively drained into the introducer into the patient and may or may have not been pulling air into introducer as noted the plastic collapse by bedside nurse. Urgent tvp and rij re wiring and removal completed by fellow overnight. On closer inspection once pacer and introducer removed, noted that the adapter piece for the sheath cover had a loose soft plastic (beige) plug. When flushed manually with the sheath adapter secured fluid backed up into the cover. When sheath adaptor piece not in place fluid flushed normally out of end of introducer." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one cath-gard and a 5fr non-arrow catheter for analysis. The non-arrow catheter was advanced through the cath-gard. Signs of use in the form of biological material were observed within the cath-gard. Visual analysis revealed there was no sleeve within the tuoy-borst (t-b) hub, and it was not returned. The customer stated the sleeve was not missing during the procedure; therefore, the sleeve was removed prior to transport to the investigation facility. The inner diameter of the sleeve in the t-b cath-gard hub could not be measured without it being returned. The inner diameter of the sleeve within the t-b adapter measured 0.1254", which is not within the specification limits of 0.075"-0.085" per graphic. The inner diameter of the t-b cath-hard hub measured 0.163", which is within specification limits of 0.157"-0.163" per the t-b cath-gard hub graphic. The inner diameter of the t-b adapter measured 0.124", which is within specifications of 0.120"-0.130" per the tuohy-borst adapter product drawing. The cath-gard was functionally tested with the returned catheter per the instructions for use (IFU). The IFU provided with this kit states, "insert tip of desired catheter through tuohy-borst (t-b) cap end of cath-gard. Advance catheter through tubing and soft hub at distal end of cath-gard. Twist sheath adapter cap clockwise to lock catheter in position. Tighten cap to the point that a slight resistance is encountered when catheter is gently tugged to ensure tight seal around it." The cap was twisted clockwise to lock the catheter in position; however, there was no resistance, and the catheter was able to slide freely through the adapter. A lab inventory 7fr catheter was advanced through the cath-gard. There was no resistance, and the catheter was able to slide freely through the adapter. Manufacturing stated that a missing sleeve or an inner diameter higher than the specifications of 0.075"-0.085" per graphic may cause or contribute to the reported issue. During dimensional analysis, the inner diameter of the sleeve in the adapter measured higher than the specification limits; therefore, a non-conformance will be initiated for the supplier to further investigate this issue. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states, "for use with 4 fr. - 7 fr. Catheters". The IFU warns the user, "do not alter components during insertion, use or removal. Do not apply excessive force in removing catheter or sheath. Excessive force can cause component damage or breakage. If the package is damaged or unintentionally opened before use do not use the device. Dispose of the device." The complaint of a cath-gard leak was confirmed through complaint investigation of the returned sample. The internal sleeve within the soft hub of the t-b cath-gard was missing. Despite this, the inner diameter of the sleeve in the adapter measured higher than the specification limits; therefore, a non-conformance will be initiated for the supplier defect. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.